Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0168642. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: complaint information description:the needle was blunt, the catheter was too hard, and the prn joint leaked fluid. No actual sample and picture were returned,the defect status could not be confirmed. Checked the batch record of this lot, no abnormality found on in-process inspection, final inspection and machine troubleshooting records. 2 retained samples of this lot were taken for penetration force test, the lie distance, the needle tip, catheter tip and catheter drag force met the product specification. At the same time, the needle tip and catheter tip were observed under the microscope and no abnormality observed. No same complaint was received from the complaint lot. Check the incoming material inspection record of the catheter, no abnormality was observed. (The catheter for production of this batch is panel material, material number: b5190aal, batch number: 9326326) no same complaint was received from the complaint lot. Investigation of leakage at diaphragm (prn): 2 pcs retained samples were taken for prn thread inspection, there is no abnormality observed prn torque test and leakage test, and the result met the product specification. In the assembly process of prn, there is torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the luer connector seat to a certain depth and the assembly thread has a good fastening effect. If the prn is not in place, the device alarms and removes the product. However, although prn is fastened to the product during assembly, prn may come loose if it is shaken during transportation. Therefore, the operating procedure in the product manual suggests that the prn should be tightened before use to prevent leakage. No defective sample returned, no abnormality found on suzhou process, the root cause of the needle blunt /the catheter too hard/the leakage at the prn joint was not confirmed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2021, when the nurse used the product, she found that the needle was blunt, the catheter tube was too hard, and the heparin cap joint leaked fluid. Therefore, she stopped using the product and replaced it with a new indwelling needle, but it still did not work well.